Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 23 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. The insulin pump also passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.